Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt suffered from pain and joint laxity, so she was revised to a thicker liner."